Event description:
The iab was inserted into the pt on 12/1/95. On 12/2/95, an alarm sounded from the pump but no blood was noted in the tubing. The pump was changed with the same alarm noted. When the md removed the iab, blood filled the balloon. There were no reported complications from the event. Event complications: none from the event - reported 11/11/96. Pt's current status: unk. - rpt'd 11/11/96.